Manufacturer narrative:
Corrected data: event problem and evaluation codes. Additional manufacturer narrative. Additional information: follow up. Additional information/correction. Additional manufacturer narrative: investigation results: during three days of testing on a simulator at 15-minute intervals, the pump took measurements without error. Via communication with nkc (irc-nka300149962), a likely cause is a kinked cuff hose. As the cuff was not returned a definite root cause cannot be determined; however, there is no indication of pump/device malfunction.

Manufacturer narrative:
The nurse disconnected the nibp module from the bsm to release the pressure. The unit was sent in to nihon kohden and is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the nibp cuff, used with the bedside monitor (bsm), would not deflate and caused injury to the patient's left arm. There were large 3/8" diameter, fluid filed blisters visible in multiple locations, with a shallow cut running perpendicular at the bend of left forearm.

Event description:
The customer reported that the nibp cuff, used with the bedside monitor (bsm), would not deflate and caused injury to the patient's left arm. There were large 3/8" diameter, fluid filed blisters visible in multiple locations, with a shallow cut running perpendicular at the bend of left forearm.

Manufacturer narrative:
Details of the complaint on 11/07/2018, (B)(6) healthcare reported the bp cuff pumped up and never pumped down, causing patient injury to the left forearm. The cuff was used in conjunction with the bedside monitor (mu-651ra sn: (B)(4)) and (bsm-1753 sn: (B)(4)). There was minor discoloration, with blood from a cut. The bsm was alarming air leak. The nurse found the pressure had not released, so to release it, they had to disconnect it from the unit. The disposable cuff used was: welch allyn flexi-port bp adult long 11l and had visible signs of minor discoloration. The central station showed blood pressure was taken every 30 minutes, with the last reading taken at 14:30. The cable was disconnected at around 14:40. Service requested/performed repair/investigation result the bsm warranty began 03/02/2015, and the reported issue occurred after approximately 3.5 years. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Review of device sap history found no previously reported issues with the unit. The unit was removed from service and returned to nka for qa evaluation. During three days of testing on a simulator at 15 minute intervals, the pump took measurements without error. Additional evaluation performed by nka repair center was also unable to duplicate the reported problem of "bp cuff pump up and never pumped down". Evaluation found customer's nibp cuff tube was modified. (B)(4) was initiated 12/21/2018, in which nkc suggested a cause may be a temporary twist of the cuff tube. Nkc had previously taken measures to prevent kinking of the cuff tube, however customer was using non nk cuff (B)(4). Use of non nk cuffs along with modification of nk product, is not recommended as safety and effectiveness of the product may be affected. As the third party cuff was not returned, a definite root cause could not be determined. As extended testing was unable to duplicate the reported issue using nk cuffs and tubing, this issue is not suspected to be caused by a deficiency of the nk product. The unit was returned to the customer on 06/13/2019 and there have been no further issues. Review of tickets opened at customer site found no other similar incidents of patient injury caused by blood pressure cuff. Similar tickets review using keywords "(B)(4) cuff/pump/deflate/bleed/injure" found no other similar issues reported at other customer sites. No adverse trend is suspected for this issue. Additional information: if follow-up, what type? Additional information, correction. The cuff was used in conjunction with the bedside monitor. Welch allyn flexi-port bp adult long 11l and with the bsm-1753 sn: (B)(4). Lot/expiration for the cuff not provided. Bedside monitor: model: bsm-1753, serial #: (B)(4), UDI #: (B)(4), approximate age of device: 4 months, device manufacturer date: 11/07/2018.